Event description:
An eri (early replacement indicator) message was noted. Low impedance was found. They programmed around the short. The patient's symptoms were controlled and everything was reported to be "fine". They planned to continue to monitor the situation and hold off on replacing the implantable neurostimulator.

Manufacturer narrative:
(B)(4)